Event description:
It was reported that this inflatable penile prosthesis (ipp) was not functioning due to inflation issues. The device was explanted and replaced with a malleable device. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. Both cylinders were visually inspected and underwent leak testing. Visual inspection found that both cylinders had wear at fold in the middle and distal ends. The kink resistant tubing (krt) for both cylinders was worn to the filament. Both cylinders passed leak testing. The pump component was visually inspected and underwent leak testing. Under microscopic observation the poppet rod was found to be misaligned in the pump. All pump tubing was worn to the filament. Based on the information available and analysis results, the misalignment of the poppet rod could have caused or contributed to the reported clinical observation of mechanical issue; therefore, a conclusion code of cause traced to component failure was assigned to this investigation. The implant date and lot numbers were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Manufacturer narrative:
The implant date and lot numbers were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not functioning due to inflation issues. The device was explanted and replaced with a malleable device. No patient complications were reported.